Event description:
Customer reported via phone call they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022. The customer was treated with intravenous insulin drip. Customer reported that the blank display occurred after receiving the new battery cap. It was unknown that auto mode feature was active or not at the time of event. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged blank display and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and sensor glucose/blood glucose (sg/bg) anomaly found on (B)(6) 2021. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several hours and no blank display noted. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿.the pump communicated properly and recorded the 91 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing.the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing.no sensor glucose/blood glucose (sg/bg) anomaly noted. Successfully downloaded history files and traces using thus.successfully uploaded pump to carelink.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file.the formatted history file lists data from 04/27/2021 to 10/16/2021 and 01/10/2023. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of (B)(6) 2022.the pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba 2, force sensor and motor assembly noted. However, corrosion was found on the vibrator/power connector assembly noted. Slight corrosion was also found on the battery tube assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed.the test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing.a cracked retainer was confirmed. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Sensor glucose/blood glucose (sg/bg) anomaly was not confirmed. During visual inspection, corrosion was found on the vibrator/power connector assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 555 mg/dl and was hospitalized.  The customer was treated with IV insulin drip and experienced symptoms, diabetic ketoacidosis and reported the pump had a blank display. Troubleshooting was performed and it was unknown whether that the customer had been using the insulin pump system within 48 hours and the usage of the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt-332a-rsvr, unomed set, ozp- mmt-7020a-snsr.